Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of the medium-large clip applier instrument was broken while the surgeon attempted to clamp on a vessel/tissue bundle. The surgeon went to apply the clip, and nothing happened. The surgeon then noticed that the cable was broken. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue occurred on the 1st clip application. The issue was resolved with a backup clip applier instrument.